Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular shock impedance measurements. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.